Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred. H3 other text: product not returned to manufacturer.

Manufacturer narrative:
The event date is approximate. The serial number and UDI were not provided. Manufacture date not provided or identifiable.

Event description:
The consumer alleged that their protectiveclean power toothbrush caught fire while being on charger. There was no property damage and no injury reported.